Event description:
It has been reported to philips that the allura system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device failed to start up. Upon functional analysis fse found system cannot startup normally and remains on the windows interface. Fse to solve the reinstalled system software to solve the issue.  After reinstalled system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.